Event description:
At index, the pt was admitted with resting angina and acute coronary syndrome for an elective procedure. The 3.5mm diameter mid rca was the target vessel, which was described as tortuous. The target lesion was a 10-20mm type b2 de novo, that was eccentric and calcified. The site was predilated with a 3x20mm balloon at 10atm for 31 seconds. A rotablader was also used. Three cypher stents were placed to overlap: a 3.5x18mm at 16atm for 49 seconds; a 3.5x33mm at 16atm for 51 seconds, and a 3.5x8mm at 16atm for 53 seconds. Thirteen days later, the pt was taken to the ER in cardiagenic shock with an acute mi, where pt subsequently died.